Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was stuck in a rewind loop and the act button was unresponsive. The issue was not resolved for removing the battery for 11 minutes. No blood glucose reading was provided.